Event description:
The customer's mother reported via phone call that the insulin pump had been going through batteries more frequently than normal. The customer's mother stated that the device's battery life was only about two days long. Customer's mother reported that the insulin pump had a low battey alert on the morning of the call. The customer's mother stated that the customer has had blood glucose levels ranging from 70 mg/dl to 420 mg/dl. The customer's mother will monitor the insulin pump and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.